Event description:
It was reported that this implantable pulse generator was an attempted implant due to the device entering safety mode during the procedure. The product is expected to be returned for evaluation. A replacement device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event. No further details were available at this time. This investigation will be updated should further information be provided.